Event description:
"Patient was a new born infant with a large hepatic arteriovenous malformation (avm) leading to high output heart failure. She underwent embolization using trufill of her hepatic avm in the cardiac catheterization laboratory. After that procedure she developed pulmonary hypertension requiring 100% fio2, nitric oxide, and IV prostacyclin therapy. The etiology of her phtn was unknown, but the possibility of pulmonary embolus was considered. Five (5) days later she became much more difficult to ventilate and oxygenate and required increased vent settings. She also developed a tension pneumothorax requiring chest tube placement. Because of her decreasing respiratory status a decision was made to place her on va ECMO support. Once cannulated on ECMO she continued to have difficulties ventilating and became hypotensive requiring support with inotropes and vasoconstrictors. She became coagulopathic and appeared to be septic and in dic. Her lactates continued to rise and her ECMO flow and blood pressor support were maximized. She was bleeding from her ett as well as her chest tube site. After discussing the poor prognosis with her family, a decision was made to withdraw support since there were no other interventions available to significantly improve patient's outcome. "